Manufacturer narrative:
The device was not received for evaluation and no photo was provided; complaint not confirmed. The most likely probable cause of the event is attributed to wear and tear.

Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that a ar-6480 dw pumps touch screen is not responding. This occurred during a case, with no patient effect reported.